Event description:
Customer alleged discrepant blood glucose results of 276 mg/dl and 120 mg/dl when tests were performed within 1 minute on the advantage system. Customer reported having no symptoms and did not treat/act on results. No adverse event was reported. A request was made for the return of the suspect devices and replacement product was sent.